Event description:
It was reported by the affiliate that (1) ax55g was used during an unknown procedure. It was reported by the affiliate that the device showed problems during the surgical procedure. Although the stapler has stapled, the device did not close the tissue completely. The suture still opened during the procedure. The surgeon had to do an amputation of the rectum perineal abdomenial.